Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model diu450, was implanted in the patient¿s right eye. During the postoperative exam the patient reported adequate distance visual acuity but experienced double vision, shadowing, and blurred near vision - able to see distance but unable to read. The issue impacted the patient¿s activities of daily living. The lens was explanted during a secondary surgical procedure. No unplanned vitrectomy or sutures were reported. The patient¿s current status is unknown. Preoperative best corrected visual acuity was reported as 20/30 with shadowing; postoperative visual acuity was not provided. Directions for use were followed. The complaint device was discarded. No further information was provided.

Manufacturer narrative:
Section a4, a5, and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between august 28, 2025 to october 23, 2025. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.